Event description:
This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc injection and after 07 days the patient experienced pseudo-septic reaction. No relevant medical history, and past drugs were reported. Patient was not pregnant during treatment with synvisc. Concomitant medication include meloxicam (mobic) for pain. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection, at the dose of 2 ml once a week for three weeks (lot number: rsp013 and expiration date: 03-oct-2019) in unspecified joint for knee arthritis. Patient did fine with the injection. On (B)(6) 2017, the following day the patient had increased pain and swelling in the left knee. On (B)(6) 2017 at 13:30 hours, the patient received the last synvisc injection. On (B)(6) 2017, aspiration of 21 ml of cloudy serous fluid from left knee with injection of methylprednisolone acetate (depo-medrol) which showed inflammatory, suggestive of pseudo-septic reaction (latency: 7 days) with white blood cells as 37,000 without crystal. Patient received cortisone injection. Cortisone injection significantly improved her symptoms back to baseline. The reporter stated that her right knee was actually doing quite fine improved from the injection so far and the left knee still, however bothered the patient. Patient felt that this has not gotten significant better with the injections, but it had improved from the increased pain from the pseudo-septic reaction. Patient was not interested in pursuing the last injection for either knee. On (B)(6) 2017, the patient recovered from the events. Action taken: permanently discontinued corrective treatment: cortisone; methylprednisolone acetate; aspiration of fluid from left knee outcome: recovered a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the production and quality control documentation for lot 6rsp013 expiration date (10/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot frequency analysis for lot 6rsp013 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2017, total of (2) complaints had been reported for lot 6rsp013 & all related sub-lots: 1 complaint was on file for lot 6rsp013: 1 adverse event repot. 1 complaint was on file for lot 6rsp013c: 1 mislabeled treatment bos. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality: related (yes) seriousness criterion: required intervention. Additional information was received on 27-jun-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 10-jul-2017 from other non-health care professional. Age of the patient was added. Pregnancy status was updated. Information regarding suspect drug (indication and lot number) was updated. Action taken was updated. Event outcome was updated. Additional symptoms of swelling in left knee and aspiration of fluid from left knee were added. Verbatim of pain in left knee was updated to pain in left knee/ increased left knee pain. Corrective treatment was updated. Reporter causality was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 25-sep-2017. Global ptc results and ptc number (with batch lot number) was added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 16-jun-2017 from a other non-health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc injection and after few days the patient experienced pseudo-septic reaction. No relevant medical history, concomitant medications and past drugs were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection, at the dose of 2 ml weekly (indication, lot number and expiration date: not reported) in unspecified joint. Patient did fine with the injection. On (B)(6) 2017, the following day the patient had pain and swelling in the left knee. Aspiration showed was inflammatory, suggestive of pseudo-septic reaction (latency: few days). Patient received cortisone injection. Cortisone injection significantly improved her symptoms back to baseline. The reporter stated that her right knee was actually doing quite fine improved from the injection so far and the left knee still, however bothered the patient. Patient felt that this has not gotten significant better with the injections, but it had improved from the increased pain from the pseudo-septic reaction. Patient was not interested in pursuing the last injection for either knee. Action taken: unknown. Corrective treatment: cortisone. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 27-jun-2017. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(4) 2017 from other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc injection and after 07 days the patient experienced pseudo-septic reaction. No relevant medical history, and past drugs were reported. Patient was not pregnant during treatment with synvisc. Concomitant medication include meloxicam (mobic) for pain. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection, at the dose of 2 ml once a week for three weeks (lot number: rsp013 and expiration date: 03-oct-2019) in unspecified joint for knee arthritis. Patient did fine with the injection. On (B)(6) 2017, the following day the patient had increased pain and swelling in the left knee. On (B)(6) 2017 at 13:30 hours, the patient received the last synvisc injection. On (B)(6) 2017, aspiration of 21 ml of cloudy serous fluid from left knee with injection of methylprednisolone acetate (depo-medrol) which showed inflammatory, suggestive of pseudo-septic reaction (latency: 7 days) with white blood cells as 37,000 without crystal. Patient received cortisone injection. Cortisone injection significantly improved her symptoms back to baseline. The reporter stated that her right knee was actually doing quite fine improved from the injection so far and the left knee still, however bothered the patient. Patient felt that this has not gotten significant better with the injections, but it had improved from the increased pain from the pseudo-septic reaction. Patient was not interested in pursuing the last injection for either knee. On (B)(6) 2017, the patient recovered from the events. Action taken: permanently discontinued. Corrective treatment: cortisone; methylprednisolone acetate; aspiration of fluid from left knee. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: related (yes). Seriousness criterion: required intervention. Additional information was received on (B)(4) 2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on (B)(4) 2017 from other non-health care professional. Age of the patient was added. Pregnancy status was updated. Information regarding suspect drug (indication and lot number) was updated. Action taken was updated. Event outcome was updated. Additional symptoms of swelling in left knee and aspiration of fluid from left knee were added. Verbatim of pain in left knee was updated to pain in left knee/ increased left knee pain. Corrective treatment was updated. Reporter causality was added. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 16-jun-2017 from a other non-health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc injection and after few days the patient experienced pseudo-septic reaction. No relevant medical history, concomitant medications and past drugs were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection, at the dose of 2 ml weekly (indication, lot number and expiration date: not reported) in unspecified joint. Patient did fine with the injection. On (B)(6) 2017, the following day the patient had pain and swelling in the left knee. Aspiration showed was inflammatory, suggestive of pseudo-septic reaction (latency: few days). Patient received cortisone injection. Cortisone injection significantly improved her symptoms back to baseline. The reporter stated that her right knee was actually doing quite fine improved from the injection so far and the left knee still, however bothered the patient. Patient felt that this has not gotten significant better with the injections, but it had improved from the increased pain from the pseudo-septic reaction. Patient was not interested in pursuing the last injection for either knee. Action taken: unknown. Corrective treatment: cortisone. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention.